Event description:
After making the incision, the physician was holding pressure on the pt. With his left hand and single-handedly (rt hand) picked up the blade cover using the scalpel blade. While securing the blade cover with his left hand, the blade's tip caught on the plastic ribbing inside the cover. It pierced through the cover and cut the dr's index finger (left). Kits used > 10 yr; single use kits. Bone marrow asp and bx on pt.